Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Another mail contact info: (B)(6) updated fields: b4,g3,g6,h2,h11 corrected fields:h6(type of investigation, investigation findings, investigation conclusions) user reported that gas loss in iab circuit showed up during use. A getinge fse visited and evaluated that it should be fault of balloon catheter. The unit passed all the manifold test and pneumatic module leak test. The unit passed all performance test. The device was returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A getinge fse visited and evaluated that it should be fault of balloon catheter. The unit passed all the manifold test & pneumatic module leak test. The unit passed all performance test. The device was returned to customer and cleared for clinical use.

Event description:
It was reported by customer during use that a cardiosave intra aortic balloon pump (iabp) displayed a ¿gas loss in iab circuit¿ message. There was no patient harm reported.